Event description:
The device was charged in an attempt to cardiovert the pt through the quik-combo defibrillation adapter. Reportedly, the defibrillator would not discharge when the paddles transfer buttons were pressed. This discrepancy occurred with the next two attempts. The operator cycled power and was able to successfully cardiovert the pt. The facility reported there were no adverse affects to the pt resulting from the discrepancy.